Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the rewind, basic occlusion, prime and displacement test. The device was received with stuck motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with cracked display window corners, reservoir tube lip, and minor scratched display window.